Event description:
The customer reported that during a procedure, the catheters would not inflate. He tried using two different kits (a total of four catheters) and none of them would work. No patient complications were reported. The surgeon requested, that they return all units from their inventory with that same lot number. A total of four boxes will be returned (two used, and two from inventory). Product code dcp213-bi, lot number 27137. The part number of the kit is dcp213-bi. The part number of the device that allegedly failed is ldc213.the MDR will be filed on the ldc213 code lot number 26859.k08.